Event description:
The customer contact reported during preventive maintenance testing at the user facility inaccurate deliver was noted. No specific event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation, therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.